Event description:
Pt has developed contact dermatitis, rash, runny nose and eyes after using latex gloves. But after experiencing breathing difficulties on the job, she went to see an allergist. Pt went into anaphylactic shock during testing. She was prescribed medication and told that she had severe asthma. Pt can no longer work as a nurse and is currently on workman's comp.